Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the unexpectedly negative output instrument test well image in question, which appeared visually positive. The lot number of antibody screen test strips used was r804. An immucor field service engineer (fse) visited the customer site on 22dec2016 to assess the testing instrument, and found the instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument.